Manufacturer narrative:
(B)(4). Results: the indigo system cat3 aspiration catheter (cat3) was fractured approximately 105.0 cm from the hub. Conclusions: evaluation of the returned devices confirmed that the cat3 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully removed from the packaging hoop at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system cat3 aspiration catheter (cat3) was severed in half upon removal from the packaging. The damaged cat3 was found prior to use and therefore, was not used for the procedure. The procedure was completed using an indigo system aspiration catheter 5 (cat5).